Event description:
Additional information received: the patient had not been reaching efficacy since (B)(6) 2011. In the most recent withdrawal episode, the patient started with sudden nausea, but in the past it had been "out right panic" with screaming and "what you might expect from a heroin addict." It was also noted there was nothing in the room to confuse with the audible pump alarm.

Manufacturer narrative:
Concomitant medical products: catheter model: 8703w, lot #: l44305, implanted: (B)(6) 1997, explanted: unk.

Event description:
A withdrawal was reported. An alarm was heard; patient thought it may have been the non-critical alarm. Telemetry did not confirm the alarm. It was later reported that the patient was hospitalized three times in 2011, with two of those events being diagnosed by the ER physicians as drug withdrawal: intense pain, vomiting, anxiety, confusion, etc. When the ER docs gave him dilaudid via IV the symptoms subsided. Drug delivered via the device was dilaudid. For one of those three 2011 ER visits, patient had experienced a 'cardiac event.' Additionally, as of late, patient and his wife had been hearing 'phantom' beeps. But it was not until monday evening, (B)(6), when they were seated next to each other at a very quiet event that they both heard at the same time a definite pump alarm sound. "It sounded similar, if not the same as, when the pump is low on medication;" however, the pump was "just refilled thursday, (B)(6)." Patient had serious concerns over this particular pump, as with experience this pump had not been like his previous two in the last 15 years that he was a pump patient. Though patient had 'only' been hospitalized three times in 2011 for "this problem, he has had constant problems ever since this pump was implanted." It was later reported that patient reported itching/dizziness/sweating and would return to the ER and receive a dose of opiate and the symptoms would go away for a small amount of time then would return on a constant basis. A pump alarm was not confirmed in the logs and as of now no action was taken. It was noted that the healthcare provider (hcp) recommended "changing out the catheter as there any be micro-fractures on the aged catheter;" a pump replacement was also being considered. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient had not been reaching efficacy for approximately 1 year now. Per the reporter they have looked at the drugs, made dose adjustments, and a catheter dye study was planned for tuesday (B)(6) 2012 to try and determine why the patient has not been reaching efficacy. The pump delivered hydromorphone and clonidine.

Event description:
Additional information: the health care provider directed activation of ptm for patient use. Per the reporter no concerns since ptm was issued to the patient.